Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed november 29, 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013; the patient was reimplanted with a new device during the same surgery. This report is filed august 16, 2013.

Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, however, it is unknown if this has occurred as of the date of this report (B)(4) 2013.